Event description:
It was reported a patient had a break in aseptic technique, further described as touch contamination during peritoneal dialysis (pd) therapy, and acquired peritonitis. The patient was hospitalized for this event and treated with vancomycin (dosage, frequency, and route not reported). The patient was discharged from the hospital after five days. The patient was later retrained on proper aseptic technique. The patient was recovering and improving at the time of the event. Vancomycin treatment and pd therapy were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.